Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user was experienced low blood glucose. Blood glucose level was 1.2 mmol/l at the time of incident. Customer stated that they treated it with honey and juice for their hypoglycemia. Customer's blood glucose level was 3.2 mmol/l at the time of call. Customer said he walk a lot. Customer was experiencing symptoms like slimy mouth and sweaty as a result of their hypoglycemia. Customer was using auto mode feature at the time of reported low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer also mentioned that they received sensor glucose value updating error. Based on the customer's report customer did not allege insulin pump for over delivery. Insulin pump will not be returned for analysis.